Event description:
It was reported that the patient experienced sinus bradycardia with a heart rate in the mid-30s (beats per minute) due to the epicardial lead not capturing due to dislodgement. The lead also had high threshold and low pacing impedance; a polarity switch occurred, as well as a lead integrity alert. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).